Event description:
It was reported that the quick bolus/wake button on a customer's pump was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. To resolve the issue, technical support instructed the customer on proper button-pressing techniques and assisted in removing the pump from its case. Despite these efforts, the button remained difficult to press, so a replacement pump was arranged. The customer was instructed to put the current pump into storage mode before returning it with a pre-paid label, and they acknowledged understanding of these actions.